Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient contacted the healthcare team and reported to have a driveline power fault. The patient came in the next day. Upon their arrival, a hemodynamics assessment and echocardiogram were performed that. All parameters from the assessment were in normal ranges. Log files were submitted an no conclusive possible cause was established for the alarm and no physical damage was seen on the driveline. The alarm was cleared and after connecting the patient back to batteries, the alarm did not reoccur. The log files captured driveline power fault alarms beginning on 03apr2024 beginning at 1213. On (B)(6) 2024, the patient reported the alarm reoccurred and they came back to the clinic. The modular cable and the system controller were exchanged and the alarm did not occur again.

Manufacturer narrative:
Section d4: model and catalog number corrected. Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation with the reported event of driveline power fault alarms and log files were submitted for review and downloaded from the returned system controller. A review of the log files showed overlapping events spanning approximately 16 days (22mar2024 from 20:16:51 to 05apr2024 16:12:55, and 05jun2024 from 17:22:32 to 17:22:34 per time stamp). On (B)(6) 2024 at 12:13:45, a driveline power fault alarm activates due to a power_b_broken fault. The alarm remains active until the driveline is disconnected for a system controller exchange on (B)(6) 2024 at 16:11:40. There were no other notable events active in the log file. Pump operation was not affected. The returned system controller (serial number: (B)(6) was functionally tested and operated as intended. The system controller was then tested with the returned modular cable (lot number: 8058338) and a driveline power fault alarm was initially unable to be reproduced. Upon further testing of the modular cable, it was found that the issue was with the returned modular cable and no issue could be correlated to the system controller. The reported driveline power faults will be further addressed via the modular cable investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #:(B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.